Event description:
It was reported that, during the tumescent ultrasound liposculpture procedure, a tria ureteral stent was used, it the pigtail of the stent was damaged. The procedure was completed with another of the same device and there were no known patient complications were reported. The analysis of the returned device identified stent shaft break.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of stent shaft break. Block h11: the returned tria ureteral stent was analyzed; however, the suture did not return. During the inspection, was found that the stent bladder coil was detached from the shaft. The analysis performed to the returned device; it is possible to conclude that this problem could be caused by operational factors. Probably some manipulation and excess of force during the procedure could have caused the stent detached. Based on the analysis results regarding the observed stent shaft break, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.